Event description:
It was reported that this right ventricular (rv) lead was explanted due to loss of capture (loc) when programmed to bipolar. Additionally, there was an abrupt rise in impedance. The impedance was high out of range. This lead was surgically abandoned, and a new lead was placed. No additional adverse patient effects were reported.